Event description:
Additional information was received from the patient. It was reported that there were no circumstances that led to the oor message. In a period of 3 to 4 months, the oor appeared twice and eventually disappeared. The last oor was seen in early (B)(6)2019. No steps were taken to resolve the issue since the issue hasn't occurred since early november. Since then, the programmer seems to be okay. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was an error code. An out of regulation (oor) was reported. The patient was checking the ins status. The patient stated that he was seeing an oor code on the patient programmer and the picture is a phone and a doctor head. The patient mentioned that this was the second time he has seen this screen, the first being 5-6 weeks ago. The patient mentioned a few times that he is not sure if he pressed a button turning the stimulation on or off and that is what made the screen come up or why the screen came up. The patient confirmed that they were seeing a normal screen, with stimulation on. The patient stated he turns the patient programmer on and off a few times and it cleared. The patient contacted their manufacturer representative (rep) when it happened the first time and she recommended monitoring it and calling if they saw the message again. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no circumstances that led to the issue. The screen just appeared twice within a 4 or 5 month period. The patient said the programmer was erratic and sometimes the level is down to nothing and sometimes it is at a level at the end of any given week. No steps were taken. No further complications were reported.